Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found due to a chip on the plastic distal end cover, the insulation resistance value at the distal end does not meet the standard value. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. The adhesive on the bending section cover had a chip, the connecting tube had buckling, the universal cord had buckling, and the scope cover was deformed. The issue was not confirmed, as the scope was not microbiologically tested by olympus. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope has been tested four times, and all four times the results have come back with positive growth. The customer was advised to replace the internal channels. The issue was found during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR.the customer reported positive culture growth, and for that reason, an initial mw was submitted. On further follow up and clarification, the user reported that the device had no microbiological issue, and no culture test was performed on the device, just multiple failed leak tests. Based on the clarification from the customer and the evaluation, there was no other reportable malfunction. A supplemental report is submitted for correction.